Event description:
The connector for the ice (intracardiac echocardiography) catheter was partially separated from the catheter leaving exposed wires. Catheter did not enter the body and no damage was done to patient or other equipment. No harm to patient.